Event description:
Customer reported four discrepant sars-cov-2 tma samples which were run on panther instrument sn: (B)(4). The samples in question resulted negative on the panther but were rerun on a non-hologic platform and resulted positive. Those samples were then rerun on the panther, and 3 out of 4 resulted positive. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no results reported to patients as this was part of a validation study.

Manufacturer narrative:
Customer was not interested in sending logs for review. Hologic medical science liaison (msl) discussed interpreting results of sars-cov-2 tma samples near the positive/negative threshold and that rlu is not directly correlated to the amount of target nucleic acid in a sample. Customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua: (B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.